Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer heard a loud noise coming from the architect c4000 processing module. The customer then observed smoke accompanied with burning smell coming from under the sample carrier of architect c4000 processing module. The analyzer was turned off. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the load/unload board. The load/unload board was the likely cause of the smoke and the burnt smell. There was no fire and no damage to any other parts of the instrument. An instrument service history review revealed no additional issues of smoke reported for (B)(6). A review of tracking and trending did not identify any trends with regards to the current issue. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the load/unload board; the smoke did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module serial number (B)(6) was identified.

Event description:
The customer heard a loud noise coming from the architect c4000 processing module. The customer then observed smoke accompanied with burning smell coming from under the sample carrier of architect c4000 processing module. The analyzer was turned off. There were no injuries and no impact to patient management reported.